Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during an on-site inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that the device receive an internal water pathway replacement. The customer then sent the device to cardioquip for repair. The device was returned to specification via an internal water pathway replacement. Following the repair, the device passed inspection and is fully functional.

Event description:
Water quality results outside of cardioquip specifications were confirmed on 04/19/2024.

Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during an on-site inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive an internal water pathway replacement. The customer was notified of the potential contamination and recommended repair via email on (B)(6) 2022. As of the date of this report, there has been no response to this recommendation.

Event description:
Cardioquip technician identified possible bacterial contamination.